Event description:
Consumer reports using plink meter and dosing their insulin on the results. 1 1/2 hours later, pt passed out, spouse took pt to the ER for treatment. Consumer believes readins are not correct.